Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a procedure to the arteria tibialis anterior, the tip of the pgw .018 sv short (503558x) wire unwrapped. The wire was retrieved completely and no parts remained in the patient. There were no anomalies noticed before introducing the wire into the patient. There were no vessel anomalies. The procedure was completed with another sv wire, with the same catalog and lot number. There was no injury to the patient (no patient information available). The product will be returned.